Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the camera head had unsealing of the cable at the plug to the processor, per the report "the cable insulation is whole and has come out of the ring holding it" . The issue occurred during a urological procedure use. The intended procedure was completed and there was no patient impact, no harm reported due to the event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.